Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 500mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer typically uses cartridge and supplies for 3-4 days. Tandem technical support advised the customer to change supplies every 72 hours to stay within labeling. As the supplies in use during the occlusion alarm had already been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.